Manufacturer narrative:
A ge service representative performed an on site investigation. The problem could not be duplicated. Using standard measurement technique the system's output was measured at 17.93 rads/min 30 cm from the image intensifier. The system was confirmed to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ output in boost mode exceeded the limit of 20 rads/min. There was no adverse patient involvement reported. There was no patient information reported.